Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump lost power during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/05/2015 with the following findings: during investigation, a review of the black box data showed no pump reboots or power loss. A test battery cap tightened securely to the pump and was able to maintain electrical connection. A visual inspection of the pump revealed a crack along the battery compartment threads. During testing, the 24 hour duration test was performed successfully with no reboots occurring. The pump case was opened and no damage was found to the power circuit. The complaint of power loss was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.